Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer has not worn the device since (B)(6) and she does not know the date of hospitalization. Customer had not removed the replacement pump from the box due to her home being under construction. Customer was admitted around (B)(6)around 1-2 am. The cause of the customer's low blood glucose level was unknown. Customer was admitted due to having a seizure in the night. Customer stated that she has stopped wearing the device. Customer's husband gave her glucagon and insisted that she go to the hospital. Customer stated that it stops working when she rolls over at night time. Customer also had issues with inserting the sensor. She stated that the one sensor was much easier to insert for her. Customer is no longer using the pump at the recommendation of her health care professional. No additional information provided.